Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported that when they were initially programming her spinal cord stimulator (scs) she felt it in her stomach at one point. Patient understood this to be normal programming. However patient reported that for a few months now sometimes if she turned a certain way she felt stimulation in her stomach. Patient stated this has happened quite a bit lately. The patient wanted to know if this was normal. Pss explained that when the patient's body moves her leads can move which may cause a sensation in a different area depending on where her leads were. Patient stated she had been putting off having this looked at because she was changing her programming to see if she could stop this from happening. Patient mentioned that she has 3 programs and she was not sure which program it happened on. Pss advised patient to take a picture of her controller screen or write down the information when it happens so she could figure it out. No further complications were reported/anticipated.